Manufacturer narrative:
This is 1 event for the same pt involving 2 separate products. Add'l info has been requested and will be submitted upon receipt accordingly. (B)(4).

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day, which may have been caused by exposure to the product administered during dialysis treatment.